Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for a ruptured abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent; this initial procedure is off-label due to emergent use of an ovation device. Approximately ten (10) days post initial implant procedure, the patient presented emergently with abdominal pain. The CT (computed tomography) scan detected a type ia and ib endoleaks with migration (unknown distance) of the left limb. The physician elected to treat the patient by implanting an additional ovation ix iliac limb device and a palmaz stent on (B)(6) 2020. The type ib and ia endoleaks were confirmed resolved. The patient was extubated and transferred to the ICU (intensive care unit), and is reportedly in stable condition. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, the urgent presentation with ruptured aaa at the initial procedure and recurrent rupture 10 days post the initial procedure event was confirmed. Type 1a and left 1b endoleak with migration left limb events were unconfirmed due to a lack of the relevant medical information. The event is most likely user related due to the urgent nature of placing an ovation implants in a ruptured aaa (cautionary product use condition) and unable to perform the procedure planning before the implants could most likely contribute to the recurrent rupture and reported type 1a and type1b endoleak in 10 days post the initial implant (off-label -outside the treatment range). The procedure related harms identified were acute blood loss, sepsis (positive urine culture), reoccurred rupture in 10 days, additional endovascular procedure. The final patient status was reported stable post the secondary endovascular procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.